Event description:
During a call in 1999 involving a pt in cardiac arrest, the unit would not allow the ems crew to defibrillate a pt while using the hands free cables and 902400 pads. The fire department on the scene was able to shock the pt with their AED. The pt converted to a non-treatable rhythm and was transported a hospital where they were pronounced. The pads were discarded.